Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 07/20/2016, device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing facility for investigation. The sample was inspected at 10x microscope magnification. Loose particles were observed on the sample compatible with handling the lens out of the sterile environment. Both lens haptics were observed distorted/bent. Residue of viscoelastic (ovd) was detected in the optic zone (anterior and posterior sides). The condition observed in the lens is consistent with a lens that has been handled and prepared for surgical use. No manufacturing defects and/or damage was observed in the lens optic body. The customer's reported issue of iol would not go into the capsule could not be verified in the returned lens. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non-conformance reports, deviations/discrepancies related to the reported complaint were identified in the review. Per the review of the device history record (DHR), product was manufactured and released according to specifications. A search revealed that this is the only investigation request issued for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the historical complaint review, manufacturing record review, analysis of the returned sample, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model z9002, was implanted, the lens went to the back of the eye and would not go into the capsule. A vitrectomy and an incision enlargement was performed. No additional information was provided.